Manufacturer narrative:
The device was not returned for analysis and the complaint of death could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established. Additional suspect medical device components involved in the event: model: sc-8336-70. Serial/lot: (B)(4). Description: coveredge 32 surgical lead kit 70 cm h3 other text : device ramins implanted in patient

Event description:
It was reported that the patient passed away due to unknown reasons. No additional information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 70 cm.

Event description:
It was reported that the patient passed away due to unknown reasons. No additional information is available at this time.